Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation or if additional relevant information becomes available.

Event description:
The customer contacted baxter's technical service center to report a high drain 103 alarm on the homechoice (hc) during drain 3 of 4, patient connected. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated he did not want to swap the device. Baxter technical service representative (tsr) reviewed the programming, assisted the hp to clear the alarm, and advised the hp to follow up with the nurse. The homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.